Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The u/s controller printed circuit board (pcb) was replaced to address the issue. The footswitch interface was replaced as a preventive measure. Both were returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 23, 2008. Based on qa assessment, the product met specifications at the time of release. U/s controller pcb and a footswitch interface pcb were received for evaluation. A visual assessment of the returned u/s controller pcba did not reveal any non-conformity. The returned footswitch interface pcba was determined unrelated to the reported event. Therefore, the returned footswitch interface pcba will not be evaluated. The returned u/s controller pcba was installed onto a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned u/s controller pcba was functionally tested. The returned u/s controller pcba passed test. The returned u/s controller pcb functioned to specifications. Therefore, the root cause of the reported non-conformity cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phacoemulsification power. Additional information has been requested.